Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the gear seized, jammed, and was heavily moving on the battery handpiece device. It was further determined that the gear was blocked. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, check of free moving, check proper function of the triggers, and check for leakage. It was noted in the service order that the device had a damaged component. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.